Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Convatec sales representative called to report blistering and scarring occurred to periwound skin to the patient. This was noticed after the removal of aquacel surgical. The size of dressing unknown however, the date of surgery for total knee was (B)(6) 2013. There is no information regarding how dressing was applied in surgery or how it was removed. Length of time the dressing was in place is also unknown.